Event description:
The customer reported via phone call that the insulin pump alarmed button error and had an unresponsive esc button. The customer's blood glucose was 41 mg/dl. The customer did not observe any significant events leading to the alarm. He noted that he may have been lying on the insulin pump. He stated that he was trying to get the insulin pump to scroll down, and it would not do anything. He stated that when he pressed the b, act or down arrow buttons, he heard a click, but the esc button did not do the same. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The pump also had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a scratched reservoir tube window, cracked battery tube threads, and a stained end cap sticker.